Manufacturer narrative:
PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Explant date: a date for the device being explanted was reported in error; device reportedly not able to be removed therefore not able to be explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initial & dob not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been conducted: manufacturing location: (B)(4), manufacturing date: 24. Aug. 2012, expiry date: 01. Aug. 2022, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No material will be sent back for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that an index surgery was performed on (B)(6) 2014 for the femoral diaphyseal fracture, and an expert tm afn (B)(4) was inserted. The follow-up surgery was performed on (B)(6) 2015 to extract the intramedullary rod. However, the surgeon was unable to unscrew the end cap at all despite various attempts. The extraction of the end cap and the intramedullary rod was eventually aborted, and the surgery was completed with only extracting the locking screws. Due to the event the surgery was delayed for 90 minutes. The surgeon is not planning another surgery to extract the intramedullary rod and the end cap and intending to leave them remained in the patient. This report is 2 of 2 for (B)(4).